Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08785 inches. Device uploaded properly using carelink. Device powered up properly after the test battery was installed. Device was monitored for 1 day. No blank display noted during testing. Device had minor scratched display window, scratched case and a pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that they went to the emergency room on (B)(6) 2019 with a high blood glucose of 600 mg/dl. The customer was treated with insulin. No further details were provided regarding the hospital visit. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was declined for the high blood glucose. The insulin pump will be returned for analysis.